Manufacturer narrative:
Device is a combination product. Promus element, mr, ous 3.00 x 32 mm stent delivery system. A visual examination of the stent found that the stent was damaged with stent struts on the first distal stent strut row lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during advancing attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section and tactile examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13-jun-2019. It was reported that advancing difficulties were encountered. Vascular access was obtained via the right femoral artery. The eccentric, de novo target lesion with a significant bent of >45 and <90 degrees was located in the mildly tortuous and mildly calcified right coronary artery. After engaging the lesion with a 6f guide catheter and was crossed with a 0.014 wire, pre-dilatation was performed with a 2.00mm diameter balloon. A 3.00x32mm promus element drug-eluting stent was advanced for treatment. However, the device did not reach the lesion due to angulation. The device was removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.